Event description:
Pump didn't go on-hold during infusion. Pump was infusing neosynephrine (rate/volume currently unavailable). Nurses pressed hold button up to ten times, but the hold button did not work. To stop the infusion, facility had to turn the pump off. The device was in use on a pt. Pt status currently unavailable.

Manufacturer narrative:
The returned device was received on (B)(4) 2010. The eval is currently underway. A f/u report will be initiated after the eval is complete.